Manufacturer narrative:
This report is being filed to provide investigation: the run data file (rdf) was analyzed for this event. Based on the signals in the run data file, there was no conclusive root cause identified for the presence of air in the return line during this procedure. Based on the available information, it is possible that the presence of air was the result of one or more of the following: - the introduction of air through the ac line due to a leak or an improper connection of the ac bag to the ac line - the introduction of air through the return line due to a leak on near the inlet (reservoir side) of the return pump header - the introduction of air from the sample bag to the return line due to the sample bag not being clamped prior to the start of the procedure. Based on the available information, it is likely that the occurrence of the 'return pressure too high' alert was the result of the operator clamping the blood diversion clamp after noticing air in the return line. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during an apheresis platelet procedure there was air was in the return line and the tech ended the procedure without rinseback before air went into donor. Full ID - (B)(4) the collection set is not available for return because it was discarded by the customer. Patient age and outcome were not provided by the customer.

Event description:
The customer reported to terumo bct customer support that during an apheresis platelet procedure there was air was in the return line and the tech ended the procedure without rinseback before air went into donor. Full patient ID - (B)(6) the collection set is not available for return because it was discarded by the customer. Patient age and outcome were not provided by the customer. The customer did not respond to multiple attempts to gather further information.

Manufacturer narrative:
This report is being filed to provide additional information investigation: the run data file (rdf) was analyzed for this event. Based on the signals in the run data file, there was no conclusive root cause identified for the presence of air in the return line during this procedure. Based on the available information, it is possible that the presence of air was the result of one or more of the following: - the introduction of air through the ac line due to a leak or an improper connection of the ac bag to the ac line - the introduction of air through the return line due to a leak on near the inlet (reservoir side) of the return pump header - the introduction of air from the sample bag to the return line due to the sample bag not being clamped prior to the start of the procedure. Based on the available information, it is likely that the occurrence of the 'return pressure too high' alert was the result of the operator clamping the blood diversion clamp after noticing air in the return line. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. Root cause: based on the signals in the run data file, there was no conclusive root cause identified for the presence of air in the return line during this procedure. Based on the available information, it is possible that the presence of air was the result of one or more of the following: - the introduction of air through the ac line due to a leak or an improper connection of the ac bag to the ac line. - the introduction of air through the return line due to a leak on near the inlet (reservoir side) of the return pump header. - the introduction of air from the sample bag to the return line due to the sample bag not being clamped prior to the start of the procedure. Based on the available information, it is likely that the occurrence of the 'return pressure too high' alert was the result of the operator clamping the blood diversion clamp after noticing air in the return line.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the signals in the run data file, there was no conclusive root cause identified for the presence of air in the return line during this procedure. Based on the available information, it is possible that the presence of air was the result of one or more of the following: - the introduction of air through the ac line due to a leak or an improper connection of the ac bag to the ac line - the introduction of air through the return line due to a leak on near the inlet (reservoir side) of the return pump header - the introduction of air from the sample bag to the return line due to the sample bag not being clamped prior to the start of the procedure. Based on the available information, it is likely that the occurrence of the 'return pressure too high' alert was the result of the operator clamping the blood diversion clamp after noticing air in the return line. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during an apheresis platelet procedure there was air was in the return line and the tech ended the procedure without rinseback before air went into donor. Full ID - (B)(6). The collection set is not available for return because it was discarded by the customer. Patient age and outcome are unknown at this time.